Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device between 37 and 48 hours. The patient reported the pod was removed on (B)(6) 2026 and the patient observed a "macadamia nut size" abscess with pain, redness, itching sensation at the infusion site. The patient's blood glucose level was reported to reach over 500 mg/dl. The patient had the abscess incised on (B)(6) 2026 at an outpatient clinic and had ongoing wound care (wound irrigation and bandage change). At the time the incident was reported to insulet on (B)(6) 2026, the wound was reported to have improved. The patient reported 3 infections; this is infection 3 out of 3 ((B)(4))

Manufacturer narrative:
The cannula assembly and bottom housing were inspected under magnification for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the reported event could not be determined.